Event description:
During "sad" procedure, surgeon was using a saphyre ii probe and sales rep. Observed surgeon putting the tip of the probe directly in contact with stryker scope. Once the 1st stryker scope was damaged, the surgeon took another stryker scope and damaged the 2nd one just like the 1st. He continued the case with a 3rd stryker scope. Sales rep observed a smokey view and when the damaged scopes were examined it appeared the distal ends were charcoal in appearance covered with little holes. This was the 1st time the surgeon used a s and n probe. He has always used other bipolar probes.